Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked, and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged connector and heater coil windings, which is consistent with the alleged detachment issue. However, the heater coil pet and implant tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications; potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions. The web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure. Detachment of the device. 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.

Event description:
It was reported that the web was prepped per company recommendations. Introducer was placed in bowl of saline, device was drawn back a little to pull saline into introducer, device was pushed out of introducer into saline, device was inspected for bubbles, device was pulled back into introducer, the detacher was tested with both audible and green light confirmed, device was positioned within rotating hemostatic valve (rhv) to allow for back flushing, introducer was then seated at microcatheter hub, technologist advanced device into microcatheter, web was advanced to the tip of the microcatheter, and web was deployed into the lmca aneurysm per normal deployment techniques. At this time the microcatheter was pulled back to create space between the microcatheter tip and the proximal recess marker/detachment zone and system was then placed in a neutral position without load or tension. A run was done to confirm placement of web and then measurements were taken to ensure there was sufficient lateral compression. Web width measured 3.2mm in aneurysm on the lateral projection before detachment. Web was confirmed to be fully open and not impinging on any vessels. Detacher was placed on the backend of the web pusher wire under flouro, green light came on, detacher button was depressed, a deflection of the pusher wire was not appreciated, the detacher was fully removed and seated back onto the pusher wire (green light and audible cue noted) and cycled again, and no pusher wire deflection was noted. At this time the microcatheter was advanced up to the proximal recess marker and slight backward tension was placed onto the pusher. The wire did not detach, and the web was partially recaptured. The web was then carefully redeployed into the aneurysm, and it was decided to use another detacher. The second detacher was placed onto the backend of the pusher wire, but a red light was noted. Detacher was fully removed and replaced, but a red light was still present. The second detacher was removed again, the pusher wire was wiped and dried with a gauze and the placed back onto the pusher wire. Again, the light was red, and the physician requested a third detacher. The third detacher was seated onto the backend of the pusher wire and a red light was noted. At this time, I advised the physician to fully resheath the web under flouro, visually confirm the web had been removed and hadn't detached inside the microcatheter. Once this had been completed, a new web was opened and prepped identical as described above. The second web was deployed into the lmca aneurysm and detached with a detacher that had previously been opened without incident. No reported injury to the patient.